Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Upon troubleshooting fse turned off and on the m-cabinet main switch, after that the system powered up. However, the issue was not resolved. Fse found issue was caused by a suite pc software crash. To resolve the issue, the fse reinstalled the suite-pc software and the system was returned to good working condition. The codes were updated based on the investigation outcome.